Event description:
It was reported that prior to starting a da vinci si surgical procedure, broken wires were identified on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken near the proximal pulleys and prox clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. No major wear was found on proximal clevis cable hole. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.